Event description:
The customer reported that during preparation for use for a laparoscopic cholecystectomy, a green color was found on the lower edge of the image. The user completed the intended procedure with another device. The procedure was not delayed more than 15 minutes and no patient injury or impact has been reported.

Manufacturer narrative:
The subject device was returned for evaluation and the customer¿s reported issue was confirmed. When connected to the test equipment, the scope produces a green colored bar at the bottom of the image. The problem has been isolated to a defective charged coupled device integrated inside the outer tube or a defective connecting cable. The inspection also noted indentations at the distal end of the rigid outer tube and a cut on the outer sheath of the cable unit. The control handle has stain marks. The device has not been repaired in the past year. A review of the manufacturing and quality records (DHR) for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k111788.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective adhesive bond of the charged coupled device unit chip. Olympus will continue to monitor field performance for this device.